Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur after the reset, and it was confirmed that the pump could continue to be used. The customer was instructed to call back if any malfunction code recurred, and they acknowledged and understood the instructions.